Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (ob super non-applicator 20s). This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8022269-2012-00143. The initial submission for the second product and third product in this case has the manufacturer report number 8022269-2012-00144 and 8022269-2012-00145 respectively.

Event description:
This spontaneous report was received on 17-aug-2012 from a female consumer (age unspecified) reporting on self from (B)(6). The medical history of the consumer and the concomitant medication were not reported. On an unspecified date, the consumer started using o b tampons super absorbency, vaginally for menstruation (lot number 2851m4072, expiration date and frequency unspecified). After an unspecified duration, she noticed that the strings were missing from three of the tampons while using and it was awkward to get tampons out. She also stated that the device did not absorb properly. This report had no adverse event and the action taken with the device was unknown. This report is considered as reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted 30-aug-2012 for a device product that is considered same/similar to a us marketed device (ob super non-applicator 20s). This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8022269-2012-00143. The initial submission for the second product and third product in this case has the manufacturer report number 8022269-2012-00144 and 8022269-2012-00145 respectively.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from (B)(6). The medical history of the consumer and the concomitant medication were not reported. On an unspecified date, the consumer started using o b tampons super absorbency, vaginally for menstruation (lot number 2851m4072, expiration date and frequency unspecified). After an unspecified duration, she noticed that the strings were missing from three of the tampons while using and it was awkward to get tampons out. She also stated that the device did not absorb properly. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information was received on (B)(6) 2012. Valid lot number was provided, but no sample was returned. Review of packaging batch record and manufacturing issues for the reported lot number revealed no manufacturing issues. Detectors to detect the presence of the string at the base of each tampon, were in place and were functional during the production of this lot. Visual inspection of the retain sample revealed no nonconformance or manufacturing defects. Review of complaint data found no adverse trends and no trend involving this lot number. No assignable root cause could be identified and there was no evidence to support that the device did not meet the specifications. Complaint trends will be continued to be monitored. This report remains reportable malfunction case in the united states.